Event description:
It was reported that a pump declared alarm 20 during use, and the issue recurred after attempting to load a new cartridge. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer the specific question about high blood glucose levels. The customer was unable to resume insulin therapy with the pump; consequently, technical support assisted the caller and arranged for a pump replacement under warranty. The caller was instructed to put the pump into storage mode before returning it and to continue using the current pump until the replacement arrives.